Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified communication between carefusion coordination engine (cce) and the server as normal using the server downtime query, with no disconnected flags present. In healthsight viewer, three devices appeared in critical override, and running the critical override reason script confirmed all three had been manually placed into that state. Review of system activity showed a recent cce server reboot, which likely caused the stations to enter disconnected mode before being manually overridden. Further the tss provided the findings to the customer. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all station showed disconnected mode. There were no adverse events or injuries reported based on this event.